Event description:
It was reported in 2013 the patient underwent a gastric bypass and a ventral hernia repair with the implant of a bard ventralight st hernia patch. Following the implant procedure, the contact reports that the patient experienced chronic abdominal pain. It is reported that a CT scan and an MRI were performed and determined the patient had multiple recurrent abdominal ventral hernias. It is reported that the hernias are "right through the mesh." As reported, the patient was scheduled to undergo an additional surgical procedure to explant the patch; however has decided to seek a second opinion. The patient had previously consulted with a pain management clinic for the chronic abdominal pain; however she is no longer taking the prescribed medication. As reported she is just "dealing with the pain.". Addendum per legal claim: attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralight st on (B)(6) 2013 and ventralex st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. As reported the patient is currently seeking a second opinion and has not undergone any additional surgery. Should additional information be provided, a supplemental MDR will be submitted. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the IFU as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible. H11: addendum: no conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This is an addendum to the initial emdr submitted in 14-jul-2017. This supplemental emdr was submitted to report the date of implant, explant and date of event provided in the legal claim. Updated fields: a1, b2, b3 (date of event), b4, b5, d7 (date of explant), e1, e3, g1, g2, g3, g4, g7, h2, h6, h10. Corrected field: d6 (date of implant). Note: the date of implant reported previously was a best estimated date. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. As reported the patient is currently seeking a second opinion and has not undergone any additional surgery. Should additional information be provided, a supplemental MDR will be submitted. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the IFU as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported in 2013 the patient underwent a gastric bypass and a ventral hernia repair with the implant of a bard ventralight st hernia patch. Following the implant procedure, the contact reports that the patient experienced chronic abdominal pain. It is reported that a CT scan and an MRI were performed and determined the patient had multiple recurrent abdominal ventral hernias. It is reported that the hernias are "right through the mesh." As reported, the patient was scheduled to undergo an additional surgical procedure to explant the patch; however has decided to seek a second opinion. The patient had previously consulted with a pain management clinic for the chronic abdominal pain; however she is no longer taking the prescribed medication. As reported she is just "dealing with the pain."